Event description:
Customer reports obtaining back to back blood glucose results of 35 mg/dl and 150 mg/dl on the advantage system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.